Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The insulin pump had cracked battery tube threads, cracked reservoir tube lip and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose. The customer's blood glucose was 418 mg/dl and after correction it went down to 275 mg/dl. At 11:36 blood glucose was 220 mg/dl and after carb intake at 1:35 it was 301 mg/dl and current blood glucose is 307 mg/dl. The customer declined troubleshooting on insulin pump. The customer treated high blood glucose with manual injection. The customer was neither hospitalized nor admitted for high blood glucose. Based on customer report customer does not allege pump was under delivering and drive support cap was normal. It was also reported that the there was scratches on the insulin pump screen. The insulin pump will be returned for analysis.